Event description:
A customer reported that low hemoglobin (hgb) and platelet (plt) results were generated by the coulter lh 750 analyzer for multiple pt samples. Per customer, in 2008, the lh 750 generated low hgb and plt results for 8 pts. The results were believed to be erroneous because the samples that were run consecutively yielded critical low hgb results and plt failed delta check. The original samples were rerun on a different instrument in the customer's lab and hgb and plt results were also low (to confirm presumed dilution). Results from the different instrument were not provided. The erroneous results were not reported out of the lab. The pts were redrawn and results from the redrawn samples were correctly reported. The corrected results were provided for only 2 pts. Based or info provided, there was no change to pt treatment and there was no exposure to the operator.

Manufacturer narrative:
Qc is run every eight hrs and all parameters recovered within limits. Pt control samples were run immediately after the event and matched instrument to instrument. The specimens were collected with a syringe in 4ml bd brand vacutainer and stored all room temperature. Around the time of this event, a leak was found and corrected by the operator, which apparently resolved the issue. Customer called bci in 2008 regarding rocker bed/probe obstructed issue and a field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and discovered another leak in check valve attached to backwash manifold (mf4). The fse trimmed and reattached tubing. The fse cleaned up fluid from the mf4 leak and discovered that mf4 was severely corroded. The fse found pressure leaking at vl53d and replaced pinch valve. The fse also found solenoid27 on mf13 to be non-functional which was causing rocker bed/probe errors. The fse replaced the solenoid. Although the disconnected tubing may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.